Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported as ¿inappropriate operation and loose switch of transfer set¿; however, this could not be clarified, therefore, the cause of the event was assessed as unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with mepem (dose, route, frequency and duration not reported) for peritonitis. On an unknown date, dianeal therapy was discontinued (current mode of dialysis therapy was not reported). At the time of this report, the patient had not recovered. No additional information is available.